Event description:
It was reported that when the devices were used during a left thoracotomy procedure, the devices did not fire. Another device was used to complete the case. There was no consequence to patient.